Manufacturer narrative:
Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 , it is unable to get the 12 mm guide sleeve through the insertion handle for expert adolescent lateral femoral nail. The guide sleeve will not fit through the insertion handle. It appears that the insertion handle may have been hit with something, damaging the hole that the guide sleeve goes through. The date occurred during surgery. The patient was not impacted anyway. There was a surgical delay of 5 minutes. Procedure successfully completed. Patient outcome is unknown. This complaint involves two (2) devices. This report is for (1) 12.0mm/8.0mm protection sleeve 188mm. This is report 2 of 2 (B)(4).